Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h310 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h310 for the reported issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The smart card was provided by the customer for evaluation. A review of the data recorded on the smart card showed a collect pressure warning occurred before the operator aborted the treatment. The data verifies that 159 ml of whole blood was processed when the treatment was aborted. The pto leak could not be verified based on the smart card data; therefore, the root cause could not be determined based on the available information. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. (B)(4).

Event description:
The customer called to report a pump tubing organizer (pto) leak during the treatment procedure. The customer reported the leak was observed after approximately 159 ml of whole blood was processed. The customer stated the leak appears to be coming from the red blood cell pump area. The customer aborted the procedure and did not return blood to the patient. The customer has returned the smart card for evaluation.